Manufacturer narrative:
The reported field event of loss of pacing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Further analysis of the device header found septum debris inside the hex header due to user error when inserting the hex wrench.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, no pacing signal was observed on the device. A new device was used. The patient was stable.